Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 47 mg/dl. The customer was treated for the low blood glucose with juice. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to drop. The customer was sent replacement sensors to help resolve the issue.